Event description:
According to the report, the pt had emergency surgery for an aortic ascending thoracic aneurysm in bioglue was used. The pt died on (B) (6) 2009 from multiple system failure due to sepsis. The source of the sepsis is presumed to be due to "wound of surgical/mediastinum and pneumonia."

Manufacturer narrative:
This investigation is currently ongoing. Any add'l info will be provided in the f/u report.